Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) for ventricular tachycardia (vt)/ ventricular fibrillation (vf) therapies delivered with shocks that failed to cardiovert. The ER physician was able to medically cardiovert the patient. An interrogation of the device shows failed therapies and all therapies exhausted. The device remains in use. No further patient complications have been reported as a result of this event.